Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise. X-ray imaging was performed and revealed externalized conductors. No intervention was performed. The patient will be further monitored. There were no patient consequences.